Event description:
Boston scientific crm received information that during the last twelve months, this right ventricular lead displayed increasing impedance measurements from 1600 to 2060 ohms. No adverse patient effects were reported. A technical service consultant was contacted. According to available information, further lead interrogation was recommended by a technical service consultant. Sensing and threshold measurements were good. The physician did not feel there was any issue as the impedance measurements have risen gradually. Should additional information become available, this event will be updated. Additional information noted that this rv lead continued to display high out of range pacing impedance measurements. There was discussion about leaving the device and lead in the patient and implanting a new system on the left side due to poor access on the right side. Boston scientific technical services (ts) discussed possible issues which could result with this type of implant. At this time the system remains implanted. Additional information noted that a new system was implanted on the right side with the existing system on the left side. The old system was programmed to maximum sensitivity to avoid pacing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.